Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) battery back up was low. However, no patient was involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 upon further review, it was determined that the battery was expired and there was no other malfunction identified. Therefore, the event is not a valid complaint. As a result, no follow up emdr is necessary. Please cancel in your database.